Manufacturer narrative:
No product is expected to be returned by the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that a patient received discrepant results when testing with a coaguchek xs meter (serial number unknown). At 11:53 a.m., a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.5 inr. At 4:21 p.m., a sample from the patient was tested using the meter, resulting with a value of 2.7 inr. At 11:00 a.m. On (B)(6) 2019, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.5 inr. At 3:35 p.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 2.4 inr. At 10:31 a.m. On (B)(6) 2019, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.5 inr. At an unknown time after noon on (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 2.4 inr. At 10:24 a.m. On (B)(6) 2019, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.4 inr. At an unknown time after noon on (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 2.2 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter results.